Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure. Instruments used during the procedure included a 21g flexision biopsy needle, cytology brush and a compatible forceps. Imaging was performed by c-arm fluoroscopy. The target nodules included one in the right lower lobe (rll) about 1.2 centimeters (cm) in size and another one in the rll superior segment about 0.5 cm in size. The biopsy procedure was successfully completed without any issues and there was no immediate apparent distress post procedure. Although there was some minor pulmonary hemorrhage apparent on intra-procedure cone beam CT images; there were no clinical symptoms of apparent bleeding. Hemoglobin levels and oxygen needs were stable post-procedure. Approximately one hour after the procedure the patient complained of chest pain and headache. A chest x-ray, electrocardiogram and laboratory tests were performed. There was no pneumothorax found. While being assessed, the patient had a witnessed ventricular fibrillation cardiac arrest. Advanced cardiac life support protocol was performed, and the patient was successfully resuscitated. The patient was treated with amiodarone, heparin, aspirin, and plavix. The patient was transferred to another center of excellence for cardiac consultation and was reported to be neurologically intact per review of the outside hospital records. The patient had been assessed as low risk for the procedure by the primary care physician pre-procedure. A prior calcium scoring study had shown non-occlusive coronary artery disease, but the patient did not have angina symptoms. The physician reported that the adverse event was thought to be not ion related, with possible causes of pre-existing coronary artery disease and potentially related to anesthesia. Other contributory factors were attributed to the patient¿s multiple comorbid conditions including untreated hyperlipidemia and a history of heavy smoking. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the post-procedure complications cannot be determined. The physician reported that the adverse event was thought to be not ion related, with possible causes of pre-existing coronary artery disease and potentially related to anesthesia. Other contributory factors were attributed to the patient¿s multiple comorbid conditions including untreated hyperlipidemia and a history of heavy smoking. Per an intuitive surgical, inc. (Isi) failure analysis engineer, a system log review cannot be performed because the system logs are not available at this time. A review of the event information was performed by an isi medical safety officer (mso) and provided the following conclusion: a 67-year-old male underwent and ion endoluminal biopsy targeting 2 nodules both in the right lower lobe. The procedure was completed without issue. About 1 hour post procedure the patient complained of chest pain and headache. Chest film was without pneumothorax. Electrocardiogram and labs were obtained. A ventricular fibrillation arrest was then witnessed and managed with advanced cardiac life support. Return of spontaneous circulation was achieved. The patient was transferred to a center of excellence for continued cardiac care. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%), 5 arrhythmias (0.02%) and 1 myocardial infarction (0.004%). A prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no associated events of myocardial infarction or arrhythmias. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% including a rate of 0.02% of any arrhythmia and 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no cardiac events. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. Given the available data the adverse event was likely due to the procedure under general anesthesia and not associated with ion system, instruments, or accessories." Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.